Event description:
An overinfusion occurred during patient use. The 100ml in the device was infused in 1-2 minutes. The medication invloved was ceftazadime, and it was a 24-48 hour dose. The facility stated that the pt went into shock and family member had to call 911. The pt was admitted to the ER, but was released that evening. The sample is currently missing, and no information is available regarding the lot number or product code. There is no additional information available.